Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, images are "warped and longer than they should be", but her vision is clear with prescribed bifocals. She also reported an enlarged pupil since the surgery. She also indicated that she has damage to her eyes from working with chemicals. At the consumer's request, the surgeon was not contacted.